Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification.

Event description:
It was reported during a follow-up in clinic, the left ventricular (lv) lead was observed to be dislodged. The lv lead was explanted and replaced. The patient was stable.